Manufacturer narrative:
No complaint was received with the return of the device. Failure event was observed during analysis. A partial lead measuring 44.5 cm was returned in one piece for analysis. Final analysis revealed an external insulation abrasion was found in the middle region of the lead at 18.0 ¿ 19.5 cm from the distal tip breaching the outer insulation and exposing the outer coil. The cause of the external insulation abrasion is consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.